Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "saline rupture" aka deflation.

Event description:
Healthcare professional reported a right side "saline rupture" aka deflation and "exchange". Device remains implanted.

Event description:
Healthcare professional reported, a right side "saline rupture". Aka deflation and "exchange". Healthcare professional, later reported, capsular contracture, baker "grade iii". Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 6/24/2024. Photo analysis: visual analysis of the photographs identified. Deflation: not observed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional, later reported, capsular contracture, baker "grade iii". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.